Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the light guide connector of the rigid endoscope telescope was detached. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the malfunction is likely attributed to improper handling and application of excessive mechanical force to the scope like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.